Event description:
During the sample evaluation for a separate device, a enterprise tsunagu set cap was found to be damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection with naked eye and magnification identified the damaged cap. A mis-spike between the transfer set and disconnect cap occurred, caused by using a uv assist device. Should additional relevant information become available, a supplemental report will be submitted.